Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194-88 lead implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the device is in elective replacement indicator (eri) and shows question marks in the eri trigger field, indicating a data corruption error. The patient is intubated and the device remains in use. No patient complications have been reported as a result of this event.